Event description:
Event description: per cnf, it was reported that: event; unable to cross is there any appearance abnormality before use? No where it was unable to cross (lesion, sheath, guiding catheter etc); inside the guiding catheter presence of shaping? Yes event: unable to cross is there any appearance abnormality before use? No where it was unable to cross (lesion, sheath, guiding catheter etc); inside the guiding catheter presence of shaping? Yes, physician comments: patient outcome: no patient injury infected: no generator/controller: ablation catheter used: other used: as reported device codes: 1296: difficult to cross lesion. As reported patient codes: 9398: no clinical signs, symptoms or conditions.

Manufacturer narrative:
A review of the device history records for the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Awaiting device return.

Event description:
Event description: per cnf, it was reported that: event; unable to cross is there any appearance abnormality before use? No where it was unable to cross (lesion, sheath, guiding catheter etc), inside the guiding catheter presence of shaping? Yes event: unable to cross is there any appearance abnormality before use? No where it was unable to cross (lesion, sheath, guiding catheter etc), inside the guiding catheter presence of shaping? Yes, physician comments: patient outcome: no patient injury infected: no generator/controller: ablation catheter used: other used: as reported device codes: 1296: difficult to cross lesion. As reported patient codes: 9398: no clinical signs, symptoms or conditions.

Manufacturer narrative:
A review of the device history records for the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. A visual and microscopic examination of the returned product was completed, and the following features were observed: this is 3-piece construction: coil, core, and ribbon. The ribbon and coil are welded at the distal end, and the ribbon, core and coil are welded at the proximal end. This is a j-shaped product. The guidewire returned with approximately 3.9cm of the core and 5.5cm of the ribbon protruding from the coil at 175.3cm from the proximal weld. There were sections of overstretched coil from the distal end back to 175.3cm from the proximal weld. There was a kink with an open coil at 5.3cm and an open coil at 27.6cm from the distal tip on the overstretched coil. The ribbon of the returned guidewire was fractured. The ribbon was fractured just behind the distal weld. There was evidence of necking at the ribbon fracture points, suggesting that this fracture is due to tensile overload. There was a bend on the ribbon at 0.3cm from the proximal fracture point. There was an open coil at 38.2cm and a kink at 27.9cm from the proximal end. One wrap of the coil was stretched from the proximal weld. No anomalies were observed to indicate a manufacturing issue with the proximal weld. The proximal weld was intact. No other damaged was noted on returned guidewire. At this time, it is not possible to assign a definitive root cause for the event as reported. The classification as reported is "functional: advancing issue" however upon inspection the classification as investigated is "damaged: fracture/shear". The root cause is undetermined: cause not established. Based on the information provided by the supporting documentation, excessive force used" and/or "incompatible device used" appears to have impacted on the event as reported. Lake region medical is unable to determine the exact cause for this incident. Lake region medical has no open preventative action specific to manufacturing this product differently. As indicated in the IFU (instructions for use) precautions section: exercise care in handling the of the guidewire during a procedure to reduce the possibility of accidental breakage, bending, kinking, or coil separation.